Event description:
It was reported that the 9800 system would only display half the image during a case. The 9800 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.